Event description:
Meter name: one touch profile. Strip name: lifescan one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sweaty, shortness of breath. "Thought the patient was having a heart attack". A patient reported they were sent to the hospital. The patient's meter allegedly was inaccurately low. The result on the patient's meter was 343mg/dl. The result on the hospital meter was 30mg/dl. The time difference patient's meter and hospital meter was unknown. Treatment at the hospital was unknown.